Manufacturer narrative:
The customer declined ge service. No repair information available. Customer contact reports no patient information is available.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.